Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. A leak was noted at the hemostasis valve during functional testing. Microscopic inspection revealed one of two hemostasis seals was not present and the remaining seal was torn, both of which are consistent with the leak. The cause of the tear in the seal is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure a hemostasis valve leak occurred. Prior to inserting catheters, blood leaked from the valve. A new sheath set was used to complete the procedure. There were no adverse patient consequences.